Manufacturer narrative:
(B)(4). Date sent: 7/10/2020. B3: publication year of 2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sakurai h, tasaki d, yoshizaki t. Effects of harvesting site and incision method on surgical wound complications of no-touch saphenous vein grafts: a retrospective observational study. Braz j cardiovasc surg. 2025 may 30;40(3): e20240098. Doi: 10.21470/1678-9741-2024-0098. Pmid: 40445080; pmcid: pmc12129471. The aim of this retrospective observational study was to determine the clinical outcomes of no-touch saphenous vein grafts as well as associations between harvesting methods and wound complications, a total of 132 patients who underwent isolated coronary artery bypass surgery with saphenous vein grafts harvested using the no-touch technique. Wound condition, general status, and graft patency were assessed during clinical follow-up. Harvested 180 veins (lower legs, n = 69 veins; upper legs, n = 111) using longitudinal and skip incisions at 100 and 80 sites, respectively. After skip incisions, a vein under a skin bridge is harvested along 5-mm margins of adipose tissue on both sides using a harmonic scalpel ace+ with a 23 cm shaft (ethicon endosurgery, inc., cincinnati, ohio, united states of america). Follow up were unknown. Reported complications: harmonic scalpel ace+ with a 23 cm shaft (ethicon endosurgery, inc., cincinnati, ohio, united states of america). Wound complications occurred at 35 sites, reduced more by skip, than by longitudinal skin incisions. Treatment: not reported. In conclusion, they devised a method to harvest no-touch saphenous vein grafts and determined the clinical outcomes of saphenous vein grafts and harvesting sites. Harvesting from the upper leg and via skip incisions reduced the frequency of wound complications.